Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Touch pen will not calibrate and will not respond to all areas of the screen due to the bezel overlay assembly.

Event description:
It was reported the touch pen does not respond to all areas of the screen. It was further noted the touch pen could not be calibrated, and replacing it also did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).